Manufacturer narrative:
Additional information: breakdown of the 4 events of is as follows: haptic detached, haptic stuck to optic, unfolding issue 1. Unknown / unspecified 1. Lens damaged 1. Iol torn 1. Serial numbers of suspect products: (B)(4): 1, (B)(4): 1, (B)(4): 1, (B)(4): 1. 2 investigations were completed and 2 investigation is pending this period. Breakdown of 2 investigations are as follows: no product returned 1. Lens damaged 1. In the investigation it was concluded that products met manufacturing release criteria and no product deficiency was identified. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be file. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 4 </noe> malfunction events. The events were related to lens damaged. There were no patient injuries reported associated to the events.

Manufacturer narrative:
There were 2 investigations completed during this period. Breakdown of 2 investigations with respective serial numbers are as follows: (B)(6): no product returned. (B)(6): iol torn. The investigations concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.